Manufacturer narrative:
Continuation of d10: information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 13-dec-2025, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(6), ubd: 27-sep-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. Pt reported they were in constant pain right now and the stimulator was not working. When asked for event date, pt mentioned the implant worked for almost ayear then they went and mentioned they had an MRI done and the healthcare provider (hcp) and manufacturer representative (rep) told the pt that the leads had moved a little bit but they didn't think that was the reason why they were having constant pain. Pt notedthe weirdest part was when they had the stimulation off the pain wasn't as intense as when the stimulation was on. Pt mentioned they'll see the rep tomorrow. Agent documented information provided on call and did not ask further questions to focus on reason for call. Additional information was received from the manufacturer representative (rep). The rep stated that they had not heard from the pt in a long time and that the pt had contacted them on (B)(6) 2026 as well. Rep stated they met with the pt and adjusted their programs. Rep said the pt will try the new programs. Rep stated that the hcp was aware and that appointment was made for july 6th to evaluate.